Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm during the prime process. The customer was assisted with priming the insulin pump successfully. The customer also reported their blood glucose rose to 577 mg/dl in one incident. The customer treated their blood glucose with a manual injection. It was found the customer woke up with a low of 30 mg/dl which later declined to 28 mg/dl. The customer also reported a hospitalization event on (B)(6) 2014 for high blood glucose. Customer's blood glucose was unknown at the time of admission. Customer also reported the cause of the hospitalization was from a stroke that was related to their diabetes. Troubleshooting did not find any leaks or air bubbles present. Customer's current blood glucose was 396 mg/dl. The insulin pump will not be returned for analysis.